Event description:
Patient complaint of pain over last 6 months. Radiographically, surgeon stated that the tibial component appeared loose. This was confirmed during revision surgery.

Manufacturer narrative:
No product was returned for evaluation. The investigation could not draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor. The cement product was of depuy competitor manufacturer. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation can be re-opened.